Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's doctor requested that someone meet with the customer to perform troubleshooting. It was arranged to have the trainer contact the customer for additional training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.